Event description:
Patient reportedly awoke during the night exhibiting symptoms of hypoglycemia. Shortly, thereafter, patient lost consciousness. Patient's spouse phoned emergency medical services for assistance. Upon their arrival, patient's blood glucose measured 40 mg/dl on paramedics' device. Patient stated that he was treated with a glucose injection and intravenous fluids (contents not provided). No additional treatment was received. Patient indicated that, prior to the event, he had not been able to test blood glucose for 3 days. Technical support arranged for a replacement device.